Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that a two cre fixed wire dilatation balloons were used in the esophagus during a dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that both balloons burst upon inflation. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: visual examination of the returned complaint device revealed that the balloon and catheter of the device had no damages, which does not confirm the reported event of balloon burst. Functional analysis was performed, and the balloon was inflated without problem, no damages were found and the device works properly. Based on the analysis performed and the information provided, the most probable root cause for the complaint event cannot be detected since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that a two cre fixed wire dilatation balloons were used in the esophagus during a dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that both balloons burst upon inflation. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.